Event description:
Surgeon was placing greenfield vena cava filter. Filter failed to expand and seat. Migrated to heart, right ventricular outflow tract and then to left pulmonary artery. Attempts to retrieve or expand filter were unsuccessful.